Event description:
Information received with return of the explanted device notes that on the evening of implant, the patient's blood pressure began to drop and an echocardiogram revealed a cardiac tamponade. A cardiocentisis removed blood from position the both leads. On 10/10, another surgery was per- formed for a loss of capture and sensing. After surgery, thedevice was not capturing 100% and showed high current drain.~~~~~~